Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). The fst resolved the reported flow recirculation error and a low flow error by replacing the chamber full switch and by replacing/calibrating the dialysate pressure transducer. The fst resolved the power issues by replacing the heat-damaged motherboard and by replacing the power logic board due to damage caused by the motherboard. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The fresenius fst confirmed the motherboard exhibited heat damage based on a burn mark that was identified on the component. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine experienced a flow recirculation error in heat disinfect mode, and it was powering on and off intermittently. A fresenius field service technician (fst) was called onsite to repair the machine. The fst replaced the motherboard, the power logic board, the dialysate pressure transducer and the chamber full switch (cfs) to resolve the reported issues. The fst also calibrated the dialysate pressure. After the repair, the fst performed functional tests on the machine and the machine passed all tests. During the machine repair, the fst observed a burnt spot on the motherboard; the spot reported to appear slightly blackened. There was no burning smell, smoke, melting, or arcing noted. In addition, there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. Upon follow up with the biomed, it was confirmed the machine was returned to service and has not experienced any further issues. There was no patient involvement associated with the reported event. The burnt motherboard was reportedly available to be sent back to the manufacturer for evaluation.